Event description:
Patient presented to emergency room a couple of days after generator change with loss of capture. Noted that patient started to loose capture at higher outputs got the patient in and found that the rv lead was dislodged. The lead was capped and new rv implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).